Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the ipg was relocated to a lower area in the back on (B)(6) 2014 due to discomfort. Two extensions were added to accommodate the new position. Follow-up identified the issue has resolved.